Event description:
The account alleged the side rail would not latch. No pt impact.

Manufacturer narrative:
The technician found the side rail roller guide, screw and bushing were missing. The technician replaced the side rail roller guide, screw and busing to resolve the issue.